Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during testing, the device was showing tf5507. No patient involvment.